Manufacturer narrative:
Following escalation and review, a sensor replacement was approved due to system performance concerns, and a return material authorization was issued for further evaluation. The sensor was not returned to senseonics by the time of complaint closure. A review of the user's data confirmed that the user was later inserted with a new sensor on (B)(6) 2026. Review of the sensor in vivo data showed optical instability during the reported timeframe. This could not be further evaluated without the physical device returned. Potential root causes may be physiological or environmental conditions affecting the sensor in vivo or possible issues with the sensor itself. The user was provided with a new sensor as part of resolutio.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.